Event description:
Immediately after implantation rptr developed hardening of left breast; "cracking" when breathing, eventual rupture of both saline outer shells, pain, pulling and burning under arms and around breasts and loss of sensation. Rptr has suffered severe emotional problems since problems with implants have been publicized including extreme insominia, extreme anxiety, constant fear of death, depression, fatigue, back pain, stomach pain and sore knees and feet.